Manufacturer narrative:
On 12/12/2015 follow-up: customer reported that infusion site was changed to opposite side of the body and bg level was at target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer blood glucose level would elevate (200's mg/dl) 1.5-2 days after infusion site change. Customer treated elevated levels by delivering a bolus via the pump and changing the infusion site. Issue was not occurring at the time of the report; therefore, system check with tandem technical support was not performed.